Event description:
A surgeon reports having four patients who have had pigment dispersion and/or intraocular pressure spikes following intraocular lens (iol) implant surgery. Additional information has been requested. This medical device report is for the first patient.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation; the device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information was requested 06/06/2008, 06/09/2008 and 06/18/2008 by phone, fax and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 07/03/2008.